Event description:
Patient reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr line item on 22-apr-2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:visual analysis of the returned device identified the device was broken shell and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. One sharp edge broken in the side posterior assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.